Manufacturer narrative:
(B)(4). Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced ectasia on left eye (os) at 3+ year post op exam. The surgery center¿s brief description is that the patient came in for a post op visit for blurred vision and the surgeon diagnosed the patient with ectasia. The patient¿s chief complaint was diminished visual acuity and patient had experienced loss of best corrected visual acuity. The date of discovery of ectasia was on (B)(6) 2015 and the treatment was on (B)(6) 2011. The surgery center indicated the patient will be having an upcoming surgery in (B)(6). Bcva from (B)(6) 2011: right eye post-op 20/25 -.5.25 x -1.00 x 45, left eye post-op 20/20 -4.75 x -.50 x 106. Bcva from (B)(6) 2012: right eye post-op 20/20 .25 x -1.00 x 95, left eye post-op 20/20 1.00 x -1.25x 60.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted placeholder.